Event description:
A customer reported that a laser probe did not function and had bubbles during a procedure. The probe was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
With no additional, related information provided, the customer reported events were not able to be confirmed. The probe was manufactured on december 18, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).